Manufacturer narrative:
(B)(4). The er320 device was returned for analysis with a clip jammed between the jaws and the top shroud; upon visual inspection the top shroud, the feedbar and the floor were found to be damaged. In an attempt to perform the functional testing the jammed clip was removed from the jaws and the device was cycled; after the first actuation, two clips were fed and were removed from the jaws. The device was cycled again and it fed a clip as intended which was removed in order to measure jaws width; upon measuring, the jaws were found to be yielded. The instrument was cycled and in the next actuations it fed and formed ten conforming clips and dropped seven clips. Finally, the device locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It could not be determined what may have caused the damages found on the top shroud, floor and feedbar; however it is known from the history of the device that the condition of the top shroud may lead to malformed clips. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was a cholangiogram performed using the device? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip formed like a diamond shape and it would not occlude the cystic duct. It was unknown which firing this occurred. This occurred with two devices during the same procedure. Another device was used to complete the procedure. There was no patient consequence.